Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Reportedly, the user fell out of bed about 2 months ago, subsequently, there was swelling and redness over the implant site, however, this resolved by itself. The user has been re-implanted.

Event description:
Reportedly, the user fell out of bed about 2 months ago, subsequently, there was swelling and redness over the implant site, however, this resolved by itself. Re-implantation is considered, however the date has not been provided yet.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation was performed but the device has not been received yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the user fell out of bed about 2 months ago. Re-implantation is considered.